Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. The coils of the helix mechanism were stretched, most likely a result of the explant procedure. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted approximately three months post implant due to a dislodgement. It was reported that the lead was not providing pacing therapy when required. A new ra lead was implanted and increased slack was added. It was reported that the previous ra lead from a different manufacturer had also dislodged. No additional adverse patient effects were reported.